Event description:
It was reported by customer that twice in one day a 24 gauge IV was used to insert a piv on a patient and both times the clear cap was missing at the end so there was no backflow stop and the blood ended up dripping out of the end. Verbatim: rcc received a complaint via email. Email(s) attached. Product problem report product information product code: 383511 product description: catheter IV closed nexiva 24g x & 0.75in w/single port bx/20 lot/serial #: (B)(6) expiry date: unknown problem information product concern ticket number: (B)(4) date of incident: (B)(6) 2026 concern description: twice in one day a 24 gauge IV was used to insert a piv on a patient and both times the clear cap was missing at the end so there was no backflow stop and the blood ended up dripping out of the end. Occurrences: 1 each reporter information site information sample information incident samples: 0 representative samples: 0 no adverse event reported additional information: what was the impact to the patient? Pt bled slightly more than usual with insertion, minimal impact. If possible, could you please provide picture samples for investigation? Unfortunately, no pictures.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.